Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, smoking, diabetes mellitus, ischemic heart disease, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior surgical aortic valve replacement, atrial fibrillation, permanent pacemaker, chronic kidney disease, prior stroke/transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, aortic stenosis, and bicuspid aortic valve. Some of the complications reported were permanent pacemaker, atrial fibrillation, bleeding, non-disabling ischemic stroke, hospitalization, post-bav (unexpected medical intervention), transcatheter valve in valve procedure, paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Attachment: article title "third-generation transcatheter aortic heart valve with reverse parachute sealing cuff in patients with aortic valve disease.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title " third-generation transcatheter aortic heart valve with reverse parachute sealing cuff in patients with aortic valve disease"

Event description:
The article, "third-generation transcatheter aortic heart valve with reverse parachute sealing cuff in patients with aortic valve disease", was reviewed. The article presented a retrospective, single center study on the performance and clinical outcomes in consecutive patients treated, outside of a vendor-sponsored clinical trial, with the navitor self-expanding valve (sev). The article concluded that the navitor system in this as-treated cohort was associated with favorable clinical, hemodynamic, and safety outcomes. [The primary and corresponding author was anthony camuglia, princess alexandra hospital, ipswich road, woolloongabba, brisbane, qld 4102, australia, with corresponding email anthony.camuglia@health.qld.gov.au] the time frame of the study was from july 2021 to september 2022. A total of 60 patients were included in the study, of which all received an abbott navitor valve. The average age was 79.3 years and the average gender was female. Comorbidities included hypertension, dyslipidemia, smoking, diabetes mellitus, ischemic heart disease, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior surgical aortic valve replacement, atrial fibrillation, permanent pacemaker, chronic kidney disease, prior stroke/transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, aortic stenosis, bicuspid aortic valve.